Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 26. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and abscess. No further patient complications were reported.